Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced three infusion sets cannula detached events on (B)(6) 2024. Event occurred within 3 or more hours after insertion. Infusion sets were used for 1 day. The insertion site was at the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully.' No further information was available.